Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the leadless implantable pulse generator (ipg) ventricular thresholds were elevated, and rose again three days post implant. The leadless ipg was inactivated and replaced with a trans-venous ipg system on the contralateral side. No patient complications have been reported as a result of this event.